Event description:
The pt has had an asr revision. Specific details regarding the report are unk.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. . Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint : asr revision. Component and complaint form sent directly to the lirc. Reason for revision: unexplained. Patient activity level prior to event: walking limited, function impaired. Update received: 24th march 2014 - added product: head, amended implant date: (B)(6) 2005, added (B)(4), added side hip: right, added reason(s) for revision: pain, alval / soft tissue reaction and high metal ion levels: metallosis, added surgeons middle initial:(B)(6) and added hospital: (B)(6).